Event description:
It was reported that had a "bad" (B)(6) infection 3 months post implant of the implantable neurostimulator (ins) system. He also noted that he had pain at the ins during the event. The entire system was explanted. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 748940 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: 2004-(B)(6) product typ extension product ID 748940 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: 2004-(B)(6) product typ extension product ID 3487a-33 lot# j0437036v serial# implanted: 2004-(B)(6) explanted: product typ lead product ID 3487a-33 lot# j0437036v serial# implanted: explanted: product typ lead. (B)(4).